Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the pump was dropped, the pump displayed that there was 0 units of insulin left in the cartridge. Reportedly, the cartridge was changed to address the issue. Subsequently, a minimum fill notification occurred after filling the cartridge with 480 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose ranged from 150-200 mg/dl.